Event description:
The patient underwent the index procedure with the deployment of two endeavor sprint rx drug eluting stents to the mid lad. It was reported that the patient died approximately 22 months post index procedure. The cause of death is unknown.

Manufacturer narrative:
(B)(4) - inherent risk of procedure (death). (B)(4).